Manufacturer narrative:
Investigation is ongoing.

Event description:
It was reported by the field clinical specialist (fcs) that during a transfemoral tavr with a 26mm sapien 3 ultra resilia valve, it was noticed the valve was crimped incorrectly and the team was told to stop. The patient had a non-edwards valve that had mal deployed/migrated and the implanting team elected to implant a 26mm sapien 3 ultra resilia valve in order to stabilize the non-edwards valve in the root and have an actively functioning transcatheter heart valve. The fcs was crimping extremely fast as the implanters were wanting the valve quickly. As they were advancing into the aortic arch, the fcs noticed the incorrect crimp direction and told the operators to stop. The system was removed, and a new valve was prepped with the same crimper, and 26 commander delivery system was prepped and implanted into the patient with no difficulty or patient injury. There was no patient injury, and the valve was successfully implanted. During debriefing after the case, the physician and the fcs identified that the scrub technician as well as the physician and fcs should have checked the valve orientation prior to the insertion into the sheath as instructed in the IFU.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for incorrect orientation was confirmed empirically based on report by fcs (field clinical specialist). A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the reported event. A review of the IFU/training materials revealed no deficiencies. Per instructions for use (IFU) and training manuals, ''verify thv orientation with the inflow (outer sealing skirt) towards the tapered tip prior to inserting into sheath'' and ''the physician must verify correct orientation of the thv prior to its implantation.'' In the IFU and training manual, the correct orientation based on procedure approach is specified and there are multiple checks in place for valve orientation prior to introducing into patients. In this case, it was reported that the valve was crimped urgently in the incorrect orientation. The crimped valve orientation was not verified by the physician and fcs prior to insertion into the sheath resulting in the crimped valve in the incorrect orientation being introduced to the patient. As such, available information suggests that procedural factors (use error) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.